Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was monitored for several days and no blank display or constant tone was noted. No moisture damage was found inside of the insulin pump. No damage was noted on the isolation tape. The operating currents could not be tested due to the button anomaly. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was on the river and that his boat had capsized and that the insulin pump was submerged for less than one minute. The blood glucose reading was 72 mg/dl. The display had gone blank immediately after the insulin pump was exposed to moisture. He also reported that there was a constant tone occurring. Nothing further was reported.